Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown, patient concern with product, silicone gel bleed around the implant, scattered cysts, and benign calcifications. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, and patient concern with the product. Healthcare professional additionally noted "silicone gel bleed around the implant," "scattered cysts," and "benign calcifications." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified weight to the spec, crease fold, deformation and white biological tissue. Cloudy and voids in the gel observed after autoclave cycle. No observed gel bleed in device. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, and patient concern with the product. Healthcare professional additionally noted "silicone gel bleed around the implant," "scattered cysts," and "benign calcifications." Device has been explanted.